Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: fifteen samples were received and evaluated. The packaging blisters with the top web marked are 305106 30x ½¿; however, the needle assemblies inside the packaging blisters have a 1¿ needle. One photo was provided. The photo shows four packaging blisters with needle assemblies with a 1¿ needle. A potential root cause is associated with the packaging process, needles with 1¿ length were fed to the machine, and not detected during the inspections. Based on the investigation and the analysis of the samples and photos provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needles in the package are not all the correct size. This occurred on 100 occasions during use. The following information was provided by the initial reporter: material no: 305106 batch no: 9193522 it was reported that the needles inside the package are not all the correct size. Some are 1/2" and some are 1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needles in the package are not all the correct size. This occurred on 100 occasions during use. The following information was provided by the initial reporter: material no: 305106 batch no: 9193522. It was reported that the needles inside the package are not all the correct size. Some are 1/2" and some are 1".